Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of soreness, tenderness, pain, feeling of warmth and pins, swelling, firm nodules, infection, hypersensitivity reaction, pain in chest, and difficulty swallowing are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of soreness, tenderness, pain, feeling of warmth and pins, swelling, firm nodules, infection, hypersensitivity reaction, pain in chest, and difficulty swallowing as follows: precautions for use: "¿ as a matter of general principle, implantation of medical device is associated with a risk of infection." Undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area. ¿ poor efficiency or poor filling/restoration effect. ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. ¿ patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible."

Event description:
Healthcare professional reported 1 month after injection to the chin as part of "8 point lift" and nasolabial folds with juvederm voluma patient was injected to the perioral area and "cupid's bow" with juvederm volift with lidocaine. Approximately 2 months later patient developed soreness and feeling of warmth and "pins" in their chin and swelling of the lips. Physician notes 5-6 "firm nodules across the chin" that are tender on palpation and are about 0.3cc each in size. Patient "repeatedly touches" their chin. The physician suspected "delayed infection/hypersensitivity reaction" and prescribed clarithromycin, moxifloxacin, and requested the patient take anti inflammatory tablets. Approximately 2 weeks later patient "felt worse" with facial swelling, increased pain, pain in their chest, and difficulty swallowing. Patient went to an emergency clinic. Symptoms are ongoing.